Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Cause was not known. Reportedly, the customer lost consciousness and required assistance from by emergency medical technicians to address bg level with intravenous fluids and dextrose. Recommendation was made to consult with a healthcare provider regarding diabetes management.